Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported tha ton (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40930r1078) mitraclip was implanted. After deployment, instability was observed so a second clip was then attempted to be implanted. During grasping, the second clip had difficulty grasping and contacted the first clip, causing the first clip to detached from the posterior leaflet (single leaflet device attachment (slda)). An additional clip was then implanted to stabilize the slda. The procedure ended with mr reduced to grade 2. The patient was reported to be stable.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported migration (instability). The reported device damaged by another device (dislodged) was due to the procedural condition. The slda was a cascading effect of the device damaged by another device. The reported poor image resolution was associated with image quality. The reported unexpected medical intervention was a result of case-specific circumstance as an additional clip was implanted to stabilize the slda clip. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) grade 4. A xtw (lot: 40930r1078) mitraclip was implanted. After deployment, instability was observed so a second clip was then attempted to be implanted. During grasping, the second clip had difficulty grasping and contacted the first clip, causing the first clip to detached from the posterior leaflet (single leaflet device attachment (slda)). An additional clip was then implanted to stabilize the slda. The procedure ended with mr reduced to grade 2. The patient was reported to be stable.